Manufacturer narrative:
Follow-up #1: date of submission 08/17/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump keypad was observed to be intact with no peeling or damage noted. The keypad buttons were tested and confirmed to be responsive to presses. The keypad was removed and no button contact defects were found. The pump was opened and no evidence of damage was found to the keypad circuit.

Event description:
On 06/21/2015, the reporter contacted animas alleging that the up, down, and ok buttons were under responsive to button presses. There was no indication of over or under delivery related to the button issue. The reporter indicated that there was no noted damage to the keypad or moisture ingress noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.